Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This device was then used as an external temporary pacing support. This device has now been explanted and replaced. There were no additional adverse effects reported.